Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infra-scapular area, bilateral upper and lower flanks and upper, mid, lower abdomen on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph (B)(6) 2021 by a medical professional.

Manufacturer narrative:
Additional information: a2, a3a, a4, a6 and b5. Corrected data: d1, d8, g1 and h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen and may have developed paradoxical adipose hyperplasia.